Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up vising, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead caused a red alert to be declared due to low shock impedances of less than 20 ohms. Isometric testing and pocket manipulation was performed to check for noise. There was no evidence of noise on either the atrial or shock channel. Daily shock impedance measurements were taken and all were within normal ranges. It was also noted that the patient uses tens which interaction testing was performed and again no stored episodes showed any noise. A boston scientific technical services (ts) representative also advised to perform interaction testing with tens unit and take manual shock impedance tests to see if they can recreate <20 ohms or consider max energy shock to test system integrity. The physician will be advised. No adverse patient effects were reported. Device and right ventricular (rv) lead remains implanted at this time.